Event description:
It was reported that this implantable defibrillation lead exhibited oversensing of atrial signals on the rate/sense channel. Pacing had been inhibited for a short duration with no adverse patient effects reported. It was also noted an inappropriate shock had been delivered due to oversensing of atrial fibrillation. Approximately six and a half years later, with a different device implanted, oversensing of atrial events was again observed. A six second pause in pacing was noted in one event and it was believed the patient had experienced syncope. It was suspected the distal coil may be close to the atrium and reprogramming sensitivity was discussed to mitigate the oversensing. Records indicate this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited oversensing of atrial signals on the rate/sense channel. Pacing had been inhibited for a short duration with no adverse patient effects reported. It was also noted an inappropriate shock had been delivered due to oversensing of atrial fibrillation. Approximately six and a half years later, with a different device implanted, oversensing of atrial events was again observed. A six second pause in pacing was noted in one event and it was believed the patient had experienced syncope. It was suspected the distal coil may be close to the atrium and reprogramming sensitivity was discussed to mitigate the oversensing. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable defibrillation lead exhibited oversensing of atrial signals on the rate/sense channel. Pacing had been inhibited for a short duration with no adverse patient effects reported. It was also noted an inappropriate shock had been delivered due to oversensing of atrial fibrillation. Approximately six and a half years later, with a different device implanted, oversensing of atrial events was again observed. A six second pause in pacing was noted in one event and it was believed the patient had experienced syncope. It was suspected the distal coil may be close to the atrium and reprogramming sensitivity was discussed to mitigate the oversensing. A part of the lead has been explanted and returned for analysis without additional allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of: outcomes attrib to adv event, b2 field. If information is provided in the future, a supplemental report will be issued. H3 other text : pending approval.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment was returned. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Correction of: outcomes attrib to adv event, b2 field. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited oversensing of atrial signals on the rate/sense channel. Pacing had been inhibited for a short duration with no adverse patient effects reported. It was also noted an inappropriate shock had been delivered due to oversensing of atrial fibrillation. Approximately six and a half years later, with a different device implanted, oversensing of atrial events was again observed. A six second pause in pacing was noted in one event and it was believed the patient had experienced syncope. It was suspected the distal coil may be close to the atrium and reprogramming sensitivity was discussed to mitigate the oversensing. The lead has been explanted and returned for analysis without additional allegations. No additional adverse patient effects were reported.